Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated. The type of contamination was not specified by the customer. There was no patient injury.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in magdeburg, germany. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
No further information about the disinfection procedure was provided by the customer. Through follow-up communication, it was learned that the customer was not available to provide further information and bought a new heater cooler. According to the complaints database review, no further similar issue has been submitted by the customer in the past. Source of contamination is most likely related to the location where device is used and remained unknown.

Manufacturer narrative:
H10: through follow-up communication, livanova learned that the customer bought a new heater-cooler system 3t and will also use a water circuit disinfection device.if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.